Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported rupture and lymphadenopathy. The device has been explanted and replace with non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture/silicone migration: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). ¿ lymphadenopathy: unable to observe. ¿ lump/nodule: unable to observe. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported rupture and lymphadenopathy. The device has been explanted and replace with non-allergan device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported rupture and lymphadenopathy. The device has been explanted and replace with non-allergan device. This relates to the left side.

Manufacturer narrative:
Reason for reoperation: rupture; "hyperechogenic left axillary lymphadenopathy" photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture and "hyperechogenic left axillary lymphadenopathy". Healthcare professional also reported "fibroadenoma in left breast", which is not device-related. The device has been explanted and replaced with non-allergan device.